Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number: gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause was unknown. The peritonitis recurred again and the patient was hospitalized for this event. The patient was hospitalized for this event. Treatment was not reported. On an unreported date, the patient was discharged. The patient was recovering.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).